Event description:
It was reported that during implant procedure of this lead in the bundle of his, tests were performed showing high capture threshold and capture could not be obtained. The lead was then attempted to be repositioned by retracting the helix and it could not be retracted even after more than 30 turns. The physician then decided to remove the lead prior to pocket closure and replace it. No adverse patient effects were reported. The lead is expected to be returned for analysis.

Event description:
It was reported that during implant procedure of this lead in the bundle of his, tests were performed showing high capture threshold and capture could not be obtained. The lead was then attempted to be repositioned by retracting the helix and it could not be retracted even after more than 30 turns. The physician then decided to remove the lead prior to pocket closure and replace it. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Subsequent testing failed due to the helix housing being clogged with dried blood/body fluid. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.